Event description:
It was reported that the right ventricular (rv) lead exhibited a steady rise in threshold one day after a device change-out. A fluoro scan was done and confirmed there was full insertion of the lead pin. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted 2006-(B)(6). (B)(4).